Event description:
It was reported the patient¿s blood glucose reached 14.5 mmol/l (261.0 mg/dl) and that the cannula was bent. The pod was worn longer than 48 hours on the hip/buttocks. Hyperglycemia treated by patient with a manual injection of 1 unit with an insulin pen.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The device was received deployed. Investigation of the cannula assembly did not find the soft cannula bent, kinked, or damaged. The downloaded data did not show any timeouts or drive stalls during its run.